Event description:
User facility reports that ophthalmic probe malfunctioned during a 23 gauge vitrectomy, as surgeon was unable to retract needle. The probe and trocar were replaced, and the procedure was completed with no complications or further delay. There was no patient injury involved. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.

Manufacturer narrative:
Analysis of the returned probe confirmed the customer complaint. Functional testing revealed power to be within manufacture spec: 244mw. However the needle to cap bond failed causing the retraction mechanism of the needle to fail. Visual inspection revealed no anomalies. Analysis of the lot found that there were no additional failures of the needle to cap bond. The root cause of the needle to cap bond failure is a supplier workmanship issue. A supplier corrective action was issued to address the anomaly. A written follow-up received from the user facility reports that the patient fully recovered from the procedure. User facility: (B)(6).